Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the device not working/not feeling stimulation were pain, problems charging. Patient was not happy with the unit and the service. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not feel like the device was giving them the pain control that it should. They noted that they called a manufacturing representative, but never heard back from them. The patient mentioned that they would like to meet with a manufacturing representative (rep) to see if they can get the device going. They stated that they have a lot of discomfort. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient didn't think the ins was working because she was in a great deal of pain. The pain was starting to make her ankles swell. The patient already tried increasing stim, but if she increased too high, she would get a headache. They thought she should feel a tingle from the stimulation in her leg when she stretched, but she currently didn't feel stim in that area. The issue was noticed for at least a month and a half ago. The device was on group a with program 1 only available. The stim was increased from 4.6-5.6, but she still didn't feel stim. The patient declined to increase further. The patient switched to group b and increased from 4.8 to 5.3, but she was hurting more in her right hip. Group c was tried and stim was increased from 4.8 to 6.0, noting she didn't feel stim and she was not comfortable increasing stim higher. It was mentioned the trial worked better than the implant ever did. No further complications were reported.